Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction and removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Event description:
It has been reported to philips that device was down and not booting. The device was outside clinical use at the time of the reported event . No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. It was reported that customer could not find the images that they took. Upon further inspection, philips field service engineer (fse) inspected the system onsite and confirmed that due to an imaging processor error and the single shot post procedure did not save the fluor storage. Fse replaced the frontal ip pc and hdd and updated the software. The problem did not resolve after the replacement of frontal ip pc. Later, fse confirmed that the system has bmc failure on boot up and corruption of disc. So, fse replaced the host pc and hdd and rebuilt os and applications. After the replacement of host pc and hdd and rebuilt os and applications, the system was returned to use in good working order. The codes were updated based on the investigation outcome.